Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was on the hospital ward, the nurse suspected that the device pacing mode was functioning abnormally. A remote monitoring transmission noted that there was some possible far field r-wave oversensing occurring on the right atrial (ra) lead. The lead and device remain in use. No patient complications have been reported as a result of this event.